Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the two complaint rt021 catheter mounts were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that the tubing cuff of both catheter mounts was split at the swivel end. A lot check revealed no other complaints of this nature for lot number 130614. Conclusion: we are unable to determine the cause of the damage to the returned rt021 devices. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mounts became damaged after they were released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the tubing cuff of two rt021 catheter mounts was cracked. This was found prior to patient use.